Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: d10 concomitant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that emsys lnr aox elv 52x36, unk hip femoral head ceramic, emsys shl 3hole 52, pinn can bone screw 6.5mmx35mm, and unknown screw were involved in a reported event. The event concerned a patient who underwent a dair (debridement, antibiotics, and implant retention) procedure due to infection following implantation of an emphasys corail construct. During the operation, the cup was described as loose, but it was not removed because the patient was likely to require a multi-stage revision and screws were already in place. The reported failure included infection and implant loosening. The patient experienced harm, requiring revision of the liner and implantation of a new femoral head as part of the washout for infection. Extended hospitalization was necessary for surgical intervention to address the infection. The event is likely to result in further multi-stage revision procedures. The implant status for the liner and femoral head is explanted.